Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, while attempting to dilate the balloon using the inflator, it was observed that the contrast agent continued to leak from the catheter tip. It was further confirmed that the balloon could not be expanded at all, leading to the determination that the device was defective. The procedure was completed using with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, while attempting to dilate the balloon using the inflator, it was observed that the contrast agent continued to leak from the catheter tip. It was further confirmed that the balloon could not be expanded at all, leading to the determination that the device was defective. The procedure was completed using with another of the same device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for evaluation. Visual examination revealed that the balloon was not folded, indicating exposure to positive pressure. A longitudinal tear was identified in the balloon material, measuring 40 mm in length. The tear extended from a point approximately 6 mm proximal to the proximal marker band to 3 mm proximal to the distal marker band. From this longitudinal tear, a circumferential tear was observed 4 mm proximal to the proximal marker band. No damage was noted to the tip of the device upon visual inspection. Visual and tactile examination revealed separation of the shaft at approximately 275 mm proximal to the distal tip. The separation exhibited characteristics consistent with dissection, suggesting the shaft was cut using a sharp implement. Additionally, kinking was observed approximately 9 mm proximal to the distal tip. Both marker bands were intact and remained securely attached to the shaft of the device.